Manufacturer narrative:
The sample was visually inspected and found to be non-conforming with the needle broken at the port and orange/brown foreign material on the port face. The probe sample was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the tip of the probe is broken. How and when the tip broke cannot be determined and an exact root cause cannot be determined from the evaluation performed for the customer complaint. The exact root cause of the broken tip could not be determined, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported distal part of the vitrectome broke and fell into the retina during vitrectomy surgery. There was no report of patient harm. Additional information was requested; however, none has been received to date.